Event description:
It has been reported in a service report that the cot dropped. After the alleged incident, the cot was inspected by the medics and the incident could not be duplicated. It was discovered that the emts had failed to assure the locking pins were engaged while lifting the cot from transport mode to load mode. There was a pt involved, however there were no adverse consequences reported.